Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the patient had repeated episodes of cerebral spinal fluid (csf) leaks (see pe regulatory report #: 3004209178 -2014-03979 for event of csf leak) at the catheter insertion site. It was reported that the catheter was cut and removed from the intrathecal space by a physician in (B)(6) in (B)(6) 2014. The reason for the surgical intervention was unknown. It was believed by the manufacture representative that the initial csf leak never fully resolved but this was unknown. The pump and partial catheter (pump segment and partial spinal segment) were left in place. It was later reported that the catheter revision was on (B)(6) 2014. It was unknown what the pump system was infusing at the time of event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported multiple surgeries/revisions. An operative report from (B)(6) 2014 listed pseudomeningocele as a preoperative diagnosis. The procedure was done to repair the pseudomeningocele, place a new spinal segment of the catheter, and place an external lumbar drain at l3-l4. Estimated blood loss from the surgery was less than 100ml. An operative report from (B)(6) 2014 listed a recurrent pseudomeningocele at the lumbar spine as a preoperative diagnosis. The procedure was done to replace the intrathecal catheter at t10. During the procedure, it was discovered that there had been cerebral spinal fluid (csf) that leaked. The estimated blood loss from the surgery was less than 75ml. An operation report from (B)(6) 2014 listed 'csf malabsorption' as a diagnosis. The procedure was to place a ventriculoperitoneal shunt. The estimated blood loss from this surgery was less than 5ml. A computed tomography (CT) scan of the patient's abdomen from (B)(6) 2014 revealed a large spinal pseudomeningocele and abdominal pseudomeningocele. An operation report from (B)(6) 2014 listed a pseudomeningocele at the lumbar spine as a preoperative diagnosis. The procedure was to revise the lumbar incision and repair the pseudomeningocele. During the surgery, it was noted that 400ml of fluid was tapped off of the anterior abdominal pocket. It was a straw-colored fluid consistent with csf and resolving a minor amount of blood. The catheter that was previously placed on (B)(6) 2014 was working well and there was no sign of any problems. The doctor felt that the spinal fluid was not leaking at the time of the operation on (B)(6) 2014. The estimated blood loss from this surgery was less than 50ml. An operation report from (B)(6) 2014 listed a csf leak and a pseudomeningocele as the diagnosis. The procedure was to remove the spinal segment of the catheter and repair the csf leak. The purpose of removing the catheter was to allow the area to heal prior to considering a re-implantation of the spinal segment of the catheter. The patient desired to retain the pump and therapy. During the surgery, it was discovered that, as in previous cases, the fluid was leaking around the catheter and nowhere else. The estimated blood loss from this surgery was less than 25ml. At a clinical visit on (B)(6) 2014, the patient was seen for concern regarding recurrence of pseudomeningocele and csf leaks. The patient had been recovering since the previous surgery. When the patient was last seen, she had a very large pocket of fluid sequestered around intrathecal pump in the abdomen (estimate of at least 700ml) as well as a pocket of fluid sequestered in the lumbar incision area. Fortunately she had no external leak of spinal fluid but it was clear that the fluid was leaking around her spinal catheter and tracking back towards the pump at the time of the surgery. The fistulous tract was closed but the pump and proximal catheter segment were in place for possible future connection. The prialt was changed out with normal saline and the pump was changed to minimum rate. The patient had been concerned that the fluid was re-accumulating. She has a headache that's been persistent. She was on oral medications only as well as her spinal stimulator without any prialt. At the clinical visit, there was no evidence of subcutaneous fluid in either area although some of the incision areas did look slightly swollen but appeared to be reasonably normal for 3 weeks post-operation. The doctor felt that her pseudomeningocele and csf leaks were resolving. It had been the best her incisions had looked since he had seen her in early 2014. The doctor would've liked to obtain a CT scan of her abdomen and pelvis to document any subtle fluid re-accumulating in the wound. There was a small amount of fluid around the lumbar catheter site which was estimated to be 50% small than the month prior and there was no fluid around the pump site. Most of the fluid surrounding the catheter from the previous study was gone. The doctor felt that the patient was in withdrawal from prialt which would¿ve explained the patient's headaches and sensitivity to her back and abdomen. The doctor had recommended that the patient's shunt be increased.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's pump and the rest of the catheter were removed on (B)(6) 2015. It was noted that the patient was having periodic ketamine injections. The cause of the cerebral spinal fluid (csf) leaks was unknown.